Event description:
It was reported that during a lap bowel procedure, the hand control did not work with the shear. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand switch assembly buttons worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned.